Event description:
The user received a questionable glucose hk generation 3(glucose) result for one patient sample. The initial result was 0.2 mmol/l and the repeat result was 17.0 mmol/l. No adverse events were alleged regarding the event. The glucose reagent lot number was not provided. The field service representative found the sample probe was dirty inside and out.

Manufacturer narrative:
Additional information was received indicating the date of event was (B)(6) 2010.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation of the event determined the root cause was a pre- analytical issue. An onsite investigation of the issue found gel at the surface of the sample probe and oil on top of the secondary tubes. The incorrect results were caused by the pipetting of oil from the top of the serum tube surface or the mis-sampling of serum which was partly replaced by gel. The tube manufacturer, becton dickinson, was involved in the root cause investigation. The following recommendations were given to the customer: the pre- analytical workflow should be reviewed intensively by the tube manufacturer and the analyzer checked completely. Also a daily visual check and cleaning of the sample probe with water or alcohol and a lint free tissue should be done.